Manufacturer narrative:
Failure mode can not be confirmed since photos provided were not enough to perform failure analysis.failure mode is not confirmed since no odor was present in the received sample. Chloraprep is a combination of 2% chlorhexidine gluconate in 70% isopropyl alcohol. Alcohol in 70% is also the base for many perfumes so this smell can be easily mistaken. Alcohol smell is common when an chloraprep applicator is activated.production batch history records for applicator pn 930415nsb lot number 1028209 was reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Follow up emdr pr 2652683 h3 other text : see narrative section please.

Event description:
Material no.: 930415nsb batch no.: 1028209 . It was reported that the product exhibited a perfume smell. Per email: this lot of 250 going on hold= due to a "perfume smell" as we open the bag. Have you had any other complaints on this lot?

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930415nsb, batch no.: 1028209. It was reported that the product exhibited a perfume smell. Per email: this lot of 250 going on hold= due to a "perfume smell" as we open the bag.